Manufacturer narrative:
One cadd solis vip pump was received with no physical damage found on it. The event history log was reviewed and there was no evidence of the reported issue. A functional check was conducted and the reported issue was able to be confirmed. A front beeper was found with little to no sound. It determined that the front piezo or beeper was defective and the cause of the issue. Therefore, the front piezo will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had no sound. The issue occurred during testing and there was no patient involvement.